Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that they were hospitalized due to low blood glucose. The customer's mother also reported that they called emergency medical services to assist with the low blood glucose prior to hospitalization. The customer's blood glucose was 29 mg/dl at the time of incident. The customer's mother stated that they were found unconscious. The customer's mother stated that they gave glucagon shot prior to hospitalization. The customer's mother stated that they were wearing the insulin pump during hospitalization. The insulin pump will not be returned for analysis.